Manufacturer narrative:
The reported field event of being unable to tighten the atrial set screw was confirmed in the laboratory. The aring set screw was found to be stripped. The damage to the aring set screw may have contributed to the complaint from the field.

Event description:
It was reported that the atrial set screw could not be tightened. Another device was implanted. The patient was in good condition.

Manufacturer narrative:
(B)(4).